Manufacturer narrative:
Date received by manufacturer: 23aug2019. Date of report: 29aug2019. The manufacturer¿s international service technician was unable to confirm the customer allegation of failing pvt test. As the customer allegation was unable to be confirmed, no parts were replaced to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the pressure accuracy test (pvt test 4) failed. There was no patient involvement. Event date not specified, estimate used.